Manufacturer narrative:
Continuation of d10: product ID: 97755 ,lot# serial# : (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the recharger telemetry module (rtm), model 97755 , s/n: (B)(6) , revealed a rtm failure; the controller wont power on when rtm is plugged in and the 'get manufacture struct command and response/osiris error!' Was noted. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. G2. Foreign: jp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that even though an attempt was made to initiate recharging, the message "checking the recharger" was displayed and it did not progress past that. The situation was not improved even though the controller battery was removed/reinserted. The issue was not resolved. Surgical intervention did not occur and was not planned. Additional information was received from the manufacturer representative reporting that there was no improvement even though the recharger was replaced. The event resolved when the patient programmer was replaced. The patient's recharger was returned with no known issues. An in-house failure of the device was found.